Event description:
It was reported that loss of capture and low sensing values were observed from the right atrial (ra) lead. Ra lead noise was also noted. Diagnostic imaging was performed which confirmed the ra lead was dislodged. The ra lead was repositioned to resolve the event and the patient was stable with no additional adverse consequences. The ra lead remains implanted and in service.

Event description:
It was reported that loss of capture and low sensing values were observed from the right atrial (ra) lead. Ra lead noise was also noted. Diagnostic imaging was performed which confirmed the ra lead was dislodged. A revision procedure is anticipated to resolve the event and the patient was stable with no additional consequences.